Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish display screen. The battery compartment was also found to be cracked and contamination was found under the contrast button. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 11/20/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: investigation revealed a dim, faded and reddish display screen. The battery compartment was also found to be cracked and contamination was found under the contrast button. The keypad was found to be torn, however, the keypad buttons responded to button presses as expected. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).